Manufacturer narrative:
D10: (b)6), 300-01-17 - equinoxe humeral stem primary press fit 17mm. (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-46-00 - 145-deg pe 46mm hum liner +0. (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. (B)(6), 531-78-20 - shouldr gps hex pins kit. (B)(6), a10012 - gps implant kit v2. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02614, 038671-2025-02868. Product has been received by exactech, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a left total shoulder arthroplasty. Subsequently, one (1) year, six (6) months later, the patient experienced pain. As a result, the patient underwent revision of the left knee. The patient was last known to be in stable condition. No medical or surgical interventions were reported. Explants were provided for evaluation. No additional information is available.